Event description:
It was reported that the patient was shocked from her implantable neurostimulator (ins). Additionally, the patient had difficulties charging the device for nine months. The patient wanted the device explanted but the healthcare provider advised her that if it takes away any of the pain it should be left in. There still were plans to switch out the battery to a non-rechargeable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).